Event description:
The customer reported via phone call that she had recently been experiencing unexplained high blood glucose levels. The customer stated that the day before the call, she had fluctuating blood glucose levels ranging from 324 to 385 mg/dl even after bolusing. Blood glucose level at the time of the call was 362 mg/dl. The customer reported feeling nauseous and having a slight headache at the time of the call. During troubleshooting, the customer confirmed that large air bubbles were present in the infusion set tubing. The customer also reported that the insulin pump's bolus history did not accurately reflect all boluses delivered. Troubleshooting showed that air bubbles in the tubing prevented the boluses from actually being delivered. Further troubleshooting showed that the bolus history was accurate. The customer was able to prime out the air bubbles and will not send in the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.